Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugar levels are increasingly unstable [blood glucose increased] when sets doses, the pen only dispenses a few drops and not the selected number of units [device delivery system issue] case description: this serious spontaneous case from france was reported by a pharmacist as "blood sugar levels are increasingly unstable(sugar blood level increased)" beginning on (B)(6) 2024, "when sets doses, the pen only dispenses a few drops and not the selected number of units(inaccurate delivery by device)" with an unspecified onset date, and concerned a 4 years old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Current condition: diabetes (since (B)(6) 2024) (type not reported, no previous treatment for diabe-tes) historical drug: mometasone, flixotide, amoxiciliine, ciloxades (non-codable) (previous treat-ments, before diabetes detection) on (B)(6) 2024, patient's father sets the dose in suspected novopen echo plus, the pen only dis-penses a few drops and not the selected number of units. As a result, patient's blood sugar levels were increasingly unstable. Patient's father came to pharmacist regarding a difficulty with stabilizing glycemia of his son for several days, maybe weeks. Pharmacist attempted injections in the pharmacy, but only two or three drops are coming out, (in a medication waste disposal bin) the results were reported as: first test: mild flow, second test: mild flow, third test: correct dose sent, continuous flow with constant pressure, fourth test: mild flowand fifth test: correct dose no repeatability of injection. Patient had the suspected novopen echo plus only for few days. For 11 days, patient was not stabilised. A new pen was received. Suspected product was not reintroduced. Event did not reappear. Batch numbers: novopen echo plus: nvgad93. Action taken to novopen echo plus was reported as unknown. The outcome for the event "blood sugar levels are increasingly unstable (sugar blood level increased)" was unknown. The outcome for the event "when sets doses, the pen only dispenses a few drops and not the selected number of units (inaccurate delivery by device)" was not reported. This case was re-classified from non-serious to serious on (B)(6) 2024 due upgradation of event "his blood sugar levels are increasingly unstable" by the reporter as serious with seriousness criteria as medically significant. Preliminary manufacturer's comment (B)(6) 2024: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Investigations are ongoing. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo h3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigational result: name: novopen echo plus rouge, batch number: nvgad93. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed dose size. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Since last submission the case has been updated with the following: malfunction, is non reportable field updated. Qc result and qc comment field updated. Expected date of fu updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment 02-dec-2024: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon examination, was found to be functioning normally and within specifications. No irregularities related to the complaint were detected during the investigation. Furthermore, reference sample analysis did not reveal any abnormalities related to the observed problem. Batch documentation has been reviewed and found to be normal. As no faults were found on the returned device, it is not possible to elucidate a clear root cause for the experienced adverse events. Patient's underlying medical con-dition of diabetes is a risk factor for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen echo plus rouge, batch number: nvgad93. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed dose size. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.